Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was an acu watchdog failure. It is unknown if there was a patient involved in the reported event.

Manufacturer narrative:
Corrected data: b5) the event description was initially incorrect. The correct description has been updated in this report.

Manufacturer narrative:
One medfusion 4000 pump was returned for the investigation of an acu watchdog failure. The device was received with a crack on the keypad support lens and battery door. No causes or potential causes of the customer's reported problem were found during the device history review, DHR. To investigate the reported issue, a power up process and an occlusion test were performed. The issue could not be duplicated as there was no damage to the speaker or interconnect board. The speaker was replaced as a preventative measure. The device then passed all functional test.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a constant force sensor failure. It is unknown if there was a patient involved in the reported event.